Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01030. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50 mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, it was noted that the burr was unable to pass through the rotawire upon delivery and the burr became stuck on the rotawire. Procedure was then continued without using another rota burr. No patient complications were reported.